Event description:
The customer contact reported during testing at the user facility, a burn smell was noted in the ac connector of the device. There were no reports of any adverse patient event or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information the reporter upon query by hospira personnel.